Manufacturer narrative:
This report is submitted on may 26, 2022.

Event description:
Per the clinic, the recipient was treated with antibiotics (specific type, date and duration not reported) for redness at abutment site.

Manufacturer narrative:
Per the clinic, the abutment was removed under general anaesthesia on (B)(6) 2022. This report is submitted on january 12, 2022.